Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 90-100 mg/dl. The customer stated that insulin squirted out during manual prime. Customer stated that when it squirts, there is no liquid in it. The customer reported the drive support cap to appear normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and primed properly noted. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.